Event description:
On (B)(6) 2013, dr (B)(6) phoned in a report of a failed omni modular hip, and that his pt was scheduled for revision surgery on (B)(6) 2013. Dr reported the death of the pt. The omni modular hip reported failed was implanted as part of a primary hip surgery on (B)(6) 2004. No other details, or the cause of death have yet been obtained.

Manufacturer narrative:
The implant was not returned and a physical examination has not been performed. A review of mfg and sterilization records was performed. All implant lot records were reviewed and there were no deviations reported. No add'l details have been made available by healthcare provider. This product is obsolete and is no longer sold.